Event description:
The manufacturer received information that a patient with a remstar auto device developed cancer and has passed away. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a patient with a remstar auto device developed cancer and has passed away. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device was returned to a third-party service center as part of the uno recall process. During the evaluation of the device, the service technician observed blower foam degradation. The device was scrapped by the service center after the evaluation was completed.